Event description:
It was further reported that the day the patient presented, the patient had an abnormal exercise treadmill stress test which was clinically negative for chest pain but was electrocardiographically positive for ischemia. One week later, the patient underwent treatment of the left circumflex consisting of balloon angioplasty and deployment of a 2.75x12mm non-bsc drug eluting stent resulting in 0% residual stenosis and timi-3 flow. The mid right coronary artery was treated with a 3.0x18mm non-bsc drug eluting stent resulting in 0% residual stenosis and the left main and first diagonal were treated with balloon angioplasty. The patient was discharged the same day.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented at the time of the index procedure due to stable angina (ccs class 3). Cardiac catheterization revealed 2 target lesions. The first was a 90% stenosed and 7mm long bifurcated lesion located in the distal left circumflex (lcx) coronary artery with a reference vessel diameter of 2.5mm and had been previously stented with an unspecified stent. This was treated with predilation and placement of a 2.5x12mm taxus liberte stent resulting in 0% residual stenosis. The second was a 90% stenosed and 11mm long lesion located in the left main coronary artery (lmca) with a reference vessel diameter of 2.75mm. This was treated with placement of a 2.75x16mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged the same day on aspirin and prasugrel. (B)(6) 2011, the patient presented with coronary artery disease. Cardiac catheterization revealed 95% focal in stent restenosis of the distal lcx. This was successfully treated with a drug eluting stent resulting in 0% residual stenosis. There was also 90% in stent restenosis (stent not specified) in the mid rca. This was also treated with a drug eluting stent resulting in 0% residual stenosis. A 70% stenosed lesion in the first diagonal was treated with balloon angioplasty reducing the lesion to 20%. The event outcome is reported to be resolved without residual effects. It is the opinion of the physician that this event is related to the 2.5x12mm taxus liberte stent.